Event description:
Related manufacturer report number: 2017865-2022-38255 it was reported during in clinic follow up that the right ventricular lead exhibited noise. This noise was also sensed by the atrial lead. The right ventricular lead was successfully reprogrammed. The patient was stable and asymptomatic.

Event description:
Additional information received noted oversensing of noise on both leads. The leads were capped on 22 feb 2024 and replaced. The patient was stable.